Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A defective high voltage power supply was identified. However, based on the results of the investigation, a definitive root cause was not established. It is likely the following led to the malfunction: -the cable connecting the high voltage power supply (hvps) and the generator board is defective (temporary or permanent fault). -non or too low supply voltage from the hvps board (permanent error). -defective hvps board due to short circuit of the mos transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. -user fault cannot be completely ruled out for the e433 failure mode. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high frequency electrosurgical unit experienced an e433 temporary failure error. There were no reports of patient harm.